Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few days after a laparoscopic sleeve gastrectomy, the patient began experiencing pain. During the laparoscopic discovery, the surgeon noticed that the staple line had disappeared and the stomach had puckered open with biomass leaking from the staple line. The surgeon sutured the stapled line to resolve the issue.

Event description:
According to the reporter, on (B)(6) 2020, a day after a laparoscopic sleeve gastrectomy, the patient began experiencing pain. The patient heard a ¿pop¿ after being home for several hours after discharge the morning after the initial surgery. The patient did not feel right and became weak later that evening and almost passed out. The patient was reported to be tachycardic at home. The patient came to the emergency room for admission due to possible dehydration. The patient was septic with leukocytosis and elevated lactate. The patient required ventimask, 4 liters of IV fluids, levophed and vasopressors in the emergency department. During the laparoscopic discovery, the surgeon noticed that the staple line had disappeared and the stomach had puckered open with biomass leaking from the staple line. The surgeon sutured the staple line to resolve the issue. There was tissue damage which was repaired during reoperation and which did not appear to be permanent. The total blood loss was more or less 200cc. The patient was kept in the hospital for over 2 weeks, one week being in the special intensive care unit and was seen by critical care, infectious disease, and pulmonary. The reported issue led to an extended patient hospitalization.

Manufacturer narrative:
Additional information: b2(hospitalization). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.